Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. The event of device migration is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "xen does not work as expected; when performing a gonioscopy [pod8], the doctor observes that the device is not apparent inside the eye (anterior chamber) as it should; doctor tried to make it possible but was unsuccessful" in unknown eye. Device remains implanted. This event is ongoing.